Event description:
It was reported that two years and one month post port placement, the catheter was allegedly broken and separated during removal. It was further reported that fractured catheter was unable to be retrieved and the intravascular fragment located within the middle hepatic vein migrated to the right atrium. Upon further treatment, the catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port attached to a groshong catheter in two segments were returned for evaluation and one electronic photo was provided for review. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture, material separation and identified deformation, wear and dent in material issues as a partial circumferential break was noted approximately 0.2cm from the distal end of the cath-lock. A complete circumferential break was noted approximately 6.5cm from the distal end of the cath-lock that was elliptical in shape. A complete circumferential break was noted on the proximal end of the distal catheter segment that was elliptical in shape. Two circumferential splits were noted approximately 0.9cm and 1.8cm from the proximal end of the distal catheter segment. Both the edges of the complete circumferential break on both the proximal and distal catheter segments were rounded in one region and jagged in another. However, the investigation is inconclusive for the reported migration and difficult to remove issue as the exact circumstances at the time of the reported event are unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2019), g3, h6 (method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as a photo was provided for review. The investigation of the reported event is currently underway. Medical device: expiry date: 08/2019.

Event description:
It was reported that two years and one month post port placement, the catheter was allegedly broken and separated during removal. It was further reported that fractured catheter was unable to be retrieved and the intravascular fragment located within the middle hepatic vein migrated to the right atrium. Additional intervention was performed for the removal of catheter. The current status of the patient is unknown.